Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) from (B)(6) sent an email reporting having a ¿serious problem¿ while wearing the acuvue® oasys® for astigmatism brand contact lens. The pt had to use antibiotic drops (name not provided) prescribed by two different ophthalmologists and is ¿afraid of losing my eyesight¿. On (B)(6) 2019 additional medical information was provided: pt reported irritation, redness, tearing in (B)(6) 2019 with 1 left eye (os) contact lens. The pt went to an eye care provider (ecp) and was diagnosed with a bacterial infection and prescribed an antibiotic (name was unknown) every 8 hours for 15 days. Pt reported os improvement after 2-3 days of medication use. The pt had a return ecp visit after 15 days and was released to return to contact lens wear. The pt reported daily wear with a replacement schedule of 15-20 days. The pt uses opti-free to clean the lenses. On (B)(6) 2019 a call was placed to the pt¿s treating ecp and additional medical information was requested. A representative reported the pt was seen in (B)(6) 2019 and (B)(6) 2019, exact dates of visit were not provided. Additional calls were placed to the pts treating ecp office and additional medical information was requested. The representative reported the medical information can only be provided directly to the pt. No additional medical information has been received. On 01oct2019 a call was placed to the pt and the medical records were requested, but no additional medical information has been received. The date of event is reported as (B)(6) 2019. This os event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment. The suspect os contact lens was discarded. No evaluation can be conducted. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00nwvm was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.